Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR), please see updated sections: g4, g7, h2, h3, h6 and h10. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The probable cause of the reported issue is the failure in the printed circuit board of the device. The device was shipped and delivered to user on (B)(6) 2012. Device useful life considered to have been exceeded therefore, likely that the failure reported is due to age deterioration. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was received for evaluation. Evaluation determined that the device unit was found to have an out phase, blurry image. The (printed circuit board) pcb was found to be defective. The device pcb was replaced and the power switch was upgraded. The device passed the quality inspection and check.

Event description:
It was reported that the demo device was found to have an out of phase image during the service inspection. There was no patient involvement on this report.